Manufacturer narrative:
Service was not dispatched to the site for this event. Beckman coulter inc. Assessment of customer supplied performance data indicated that the instrument glum quality control (qc) and calibration results were recovering within customer specifications during the timeframe of this event. The customer believes that there may have been a bubble during the sample delivery causing a short sample, however this has not been confirmed. The root cause of this event is unknown at the current time.

Event description:
The customer reported that on (B)(6) 2011 an erroneous, low modular glucose (glum) result was generated on a unicel dxc 600 synchron system for one patient. Beckman coulter inc. Assessment of customer supplied data indicated that upon critical rerun on the same instrument, the glum result was higher. Two additional reruns, on the same instrument, also yielded higher results which were regarded as valid and reported from the laboratory. All other analytes for the patient duplicated for all the reruns and were not questioned by the customer. The erroneous glum result was not reported out of the laboratory and hence there was no death, serious injury or change to patient treatment associated or attributed to this event. The sample was a serum sample.